Manufacturer narrative:
The reported event was inconclusive due to poor sample conditions. The evaluation found no pinch or blockage on the returned distal part of the catheter. However, a complete evaluation could not be performed on the returned sample due to the poor condition of the sample. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use] 2. Precautions for use 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered."

Event description:
It was reported that the patient experienced an urine leak a day after placement of the catheter. The user then deflated the balloon without problem and was in the process of re-inflation when the user noticed a water leak through the urethral opening. The user then tried to deflate the balloon again, however no water could be removed. An ultrasound was performed and revealed the catheter balloon inflated in the urethra. The catheter lumen was cut and no water came out. Therefore, the doctor performed a percutaneous puncture to remove the catheter from the patient. It was later reported from the international business center (ibc) via email (B)(6)2019 that the catheter balloon did have missing pieces that were removed from the patient in an unknown procedure. No further medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced an urine leak a day after placement of the catheter. The user then deflated the balloon without problem and was in the process of re-inflation when the user noticed a water leak through the urethral opening. The user then tried to deflate the balloon again; however, no water could be removed. An ultrasound was performed and revealed the catheter balloon inflated in the urethra. The catheter lumen was cut and no water came out. Therefore, the doctor performed a percutaneous puncture to remove the catheter from the patient. It was later reported from (B)(6) via email 24jan2019 that the catheter balloon did have missing pieces that were removed from the patient in an unknown procedure. No further medical intervention was required.